Manufacturer narrative:
Exact date unknown, event occurred a month prior to the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18016878. Product family: scs-ipg-r-MRI. Upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 353852.

Event description:
It was reported that the lead was exposed after the blister with clear fluid draining had popped on the patients back. It was also noted that there was redness at the ipg site. The physician believed that the symptoms were device related and the patient was prescribed antibiotics.

Event description:
It was reported that the lead was exposed after the blister with clear fluid draining had popped on the patient's back. It was also noted that there was redness at the ipg site. The physician believed that the symptoms were device related and the patient was prescribed antibiotics. Additional information was received that the patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.